Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states unit was purchased secondhand and has no audible alarms on startup.